Event description:
The customer stated that she tested her blood glucose and received a reading of 271 mg/dl. She retested immediately and received a reading of 124 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The customer